Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the new insulin pump's keypad or buttons were unresponsive and that it would not allow her to bolus, but forcing her to use bolus wizard. The customer's blood glucose reading was unknown. The customer requested a replacement device. Device was replaced and will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. Inspected the lcd connector and no unlocked connector was noted. The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The bolus feature functioned properly. No bolus anomaly was noted. The pump had minor scratches on the display window.